Manufacturer narrative:
Information for a disposable was provided in follow-up 1 report. This was incorrect. The information below is for the rotaflow device, which this report pertains to. Maquet cardiopulmonary received the defective flow measure board (fmb) that was previously found and replaced by a maquet field service technician. The visual inspection revealed that no external damage to the board was found. The fuse f1 was tested with a multi-meter and was found to be interrupted. The fuse has been triggered. The fuse was unsoldered and replaced with a multi-meter in current range. The fmb was installed in a rotaflow. When the device is turned on the meter kicks off briefly and then displays 0 ma. Consequently the error message -12v was displayed in the status display. The original fmb was reinstalled and the "-12v error" still exists. The fuse on the power supply board was tested and found to be triggered and destroyed. The fuse was replaced and the original fmb was reinstalled. No error was displayed. The claimed fmb was reinstalled and the fuse f1 unsoldered. It was connected at tp4 with an external power supply of -12v (1a current limiting). The fmb immediately draws 1a and the power supply immediately goes into current limiting and the voltage drops to -3,4v which leads to a short circuit on fmb. The fmb was dismounted and the resistance was measured. Between tp4 and the other measuring points is the coil l10. Since the resistance in front of the coil, towards the direction of tp4, is lower the short circuit has to be before the coil. Tentative of the coil there are only 2 capacitors c2 and c3. The tantalum capacitor c2 was unsoldered. The internal resistance of c2 was measured and an internal short-circuit was confirmed. A new capacitor was installed. The fmn was reinstalled and started with external -12v power supply. The power consumption is 90ma and no additional short-circuit was found. The fmb was installed in a rotaflow and no error message was displayed. There are overall two main reasons for a short circuit in a tantalum capacitor: overvoltage (even momentarily) and high fast current pulses. Interior micro fractures, which can develop during production, transport or handling, have the ability to amplify these reasons. Without the causative rotaflow device information about the root-cause of the short circuit in the capacitor cannot be made. To be able to provide a more detailed investigation the rotaflow would have to be sent back and to be examined. The complete hardware was requested but not yet made available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the unit in question. A defect on the flow measure board was found. The defective flow measure board was requested by the manufacturer for further investigation. A supplemental report will be sent if new information becomes available.

Event description:
It was reported that on start-up of the device the error message "txrx" was displayed at the flow display. No consequences to a patient were reported. (B)(4).

Manufacturer narrative:
(B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage from de-aeration membrane was detected. The event report of complaint (B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test, a leakage from the de-airing port could be confirmed. The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Determining the root cause is still under investigation. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under (B)(4).

Event description:
(B)(4).